Event description:
Home patient (hp) reports they accidently disconnected themselves from the patient line of the homechoice set during dwell 3/3 of apd treatment. Family member reports baxter technician assisted hp in ending treatment for evening. No patient injury or medical intervention required per family member of hp.